Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was under- and over-reporting atrial tachycardia/atrial fibrillation (at/af.) Various adjustments had been made - some of which resulted in under-detection of atrial flutter episodes and some of which resulted in over-detection of far-field r waves - and additional reprogramming options were attempted with the goal of optimizing the device to display a true at/af burden. An atrial lead revision is not an option at this time, and the device remains in use. No patient complications have been reported as a result of this event.